Manufacturer narrative:
(B)(4). Date sent: 04/14/2020. Per photographic evaluation: photo was received. The photo shows a cdh25a device outside of package, with the safety locked, anvil open and the washer appears to be uncut. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # t5e87x. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the video-assisted thoracoscopic surgery for esophageal carcinoma, the surgeon used cdh25a for cervical esophagogastric anastomosis, the anvil were correctly inserted and the proper staple height was selected. Waited for 15 sec and could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.